Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.

Event description:
Germany. Allegedly, the patient underwent a revision surgery to correct the right-side pocket, but as an incidental finding, the implant was found to be ruptured.